Event description:
The advocate stated her son tested his blood glucose using his contour meter and a different meter. He received a 100 mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.